Manufacturer narrative:
(B)(4). This report of a use error was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information obtained from investigation by baxter, the root cause of the error was misuse; the patient changed out the cassette but reused the solution bags. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
During troubleshooting for a related report, a home patient (hp) reported he changed cassette a few times but used the same bags. The technical service representative (tsr) advised this could cause contamination to the setup. The tsr further advised the hp to start over with all new supplies. On (B)(6) 2011, product surveillance spoke with the hp who stated he did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated he understood that it was not sterile to start over using the same bags. The hp stated that he resumed therapy successfully with new supplies. There was no patient injury or medical intervention reported.